Event description:
It was reported that leakage was found at the "y" site of the catheter.

Manufacturer narrative:
One split stream catheter was returned for eval. The lumen appears discolored, it feels soft and is swollen. A visual examination of the "y" joint confirmed a hole where the two lumens are bonded together. A review of the mfg records indicated all device specs and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.